Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for spinal pain reported on (B)(6) 2016 that they were in the hospital and needed a magnetic resonance imaging (MRI). This procedure was not stated to be due to the device or therapy. However, the patient had new severe pain in their lumbar sacral area, which is where the ins components were located. They also had had falls, could not walk, and had lost bowel control. The pain, walking, and bowel control issues started 2.5 to 3 weeks prior. The falls occurred the previous day, the week before, and the week before that. A fall had also occurred in (B)(6) 2015 where their left fibula was fractured. Follow up efforts have been initiated to determine if the lumbar sacral pain had resolved, what mitigation efforts were taken, and if the MRI had identified the cause of the lumbar sacral pain, bowel incontinence, and inability to walk. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) notes reported that the patient with chronic lumbar disc disease reported having woken up on (B)(6) 2016 covered in stool, noting some blood in stool and noted that this had never happened before. There was some fecal incontinence for the rest of the day and stated not knowing when to defecate. She stated she had lost the sensation to defecate. The patient had been seen (B)(6) 2016 at another hospital emergency room for fecal incontinence. An abdominal/ pelvis computerized tomography (CT) scan was performed and noted to be normal per the records request. (B)(6) 2016, the patient went to the hospital for dehydration, but was not admitted. A CT scan was performed and noted to be normal per emergency room (ER) confirming. The patient had had a flexible sigmoidoscopy (flex sig) three days earlier, on (B)(6) 2016, and was started on budesonide for inflammation due to concern for inflammatory bowel disease (ibd). The patient reported having had two episodes of fecal incontinence. The patient had been seen on (B)(6) 2016 in the emergency room (ER) and appeared anxious sitting up, with pressured speech. The patient had a fall yesterday, (B)(6) 2016 due to having radiating pain from her lumbar back down to the right lower extremity. The patient was admitted for fecal incontinence and acute on chronic low back pain. It was reported that the patient's new pain had started a few days before this incontinence in the right lower back, near the sacrum, which radiated to the right hip, and was associated with increased weakness, numbness and tingling of the right lower extremity. It was initially noted as an additional three episodes in the past two days and noted that it was watery and sometimes with blood. It was later noted that there were two episodes of fecal incontinence, and later described as five days of fecal incontinence. The patient experienced blow out stools at home because she was unable to tell she had to go to the bathroom. Patient vital signs were temperature: 100.1 degrees f, pulse: 96, saturation: 95%, blood pressure: 138/75, respiration: 18, on (B)(6) at 21:12. On (B)(6) at 1:08, the blood pressure was 134/66, pulse 83, respirations 16, and saturation: 96%, at 2:42, temperature: 97.7 degrees f, pulse: 96, saturation: 988%, blood pressure: 113/77, and at 5:10, temperature: 98.6 degrees f, pulse: 95, saturation: 96%, blood pressure: 114/73. Additionally, the patient experienced a mild to 100.1 degrees f fever; labs were being obtained to rule out infection. Leukocytosis was noted, however the etiology was unknown; due to the unknown etiology, there was a hold on budesonide. It was unclear if the patient was taking or phenadrine as a muscle relaxer chronically. The patient was started on steroids for back pain ad 40mg daily, and had just finished a four day course of prednisone. The patient was admitted as an inpatient for pain control and imaging. The patient was to start on z osyn. The patient's pain was noted to normally have been on the on the left but over the past week had been more concerned about worsening right radicular leg pain. The pain has been on the right side with tingling in the foot and a sensation of weakness that caused her to fall. The patient noted that regarding a recent fall, monday, (B)(6) 2016, her right leg "gave out." Lab results from the (B)(6) 2016 / inpatient stay: c-reactive protein: 0.6, sedimentation rate: 15, albumin: 4.0, protien "total h: 6.9, alkaline phosphatase: 99, alt (sgpt): 15, ast (sgot): 14, bilirubin " total: 0.3, neutrophils: 81, lymphocytes: 15, monocytes: 4, eosinophils: 0, basophils: 0, absolute lymphocytes: 3.8, absolute monocytes: 1.0, absolute eosinophils: 0.0, and absolute basophils: 0.0, egfr-african am: >60, direct bilirubin: 0.1, egfr-nonafr am: >60, lipase level: 11, sodium: 133 l, potassium: 3.8, chloride: 97 l, bicarbonate: 26, calcium: 9.2, blood urea nitrogen: 12, creatinine: 0.72, glucose level: 114, ptt: 23.5 l, pt: 10.7, inr (inr2): 1.0, white cell count: 25.1 h, red cell count: 4.21, hemoglobin: 12.0, hematocrit: 37.0, mcv: 88, mch: 28.5, mchc: 32.4, rdw: 13.4, platelet count: 381, differential type: auto, urine color: yellow, urine turbidity: cloudy, urine specific gravity: 1.022, urine ph: 6.5, urine protein screen: negative, urine glucose: negative, urine ketones: negative, urine bilirubin: negative, urine blood: negative, urine nitrites: negative, urine leukocyte esterase: negative, urine urobilinogen: 0.2, urine wbcs: 0-5, urine rbcs : 0-3, pathological cast: negative, crystals: negative, urine bacteria: negative, urine hyaline casts: 2-5, renal/transitional epithelial: negative, urine budding yeast: 1+. The patient had a consult by medicine, and medicine consulted neurosurgery, due to having an scs system, who saw no new deficits (just old lle/l ehl 4+ and right hyperreflexia) with intact rectal tone and recommended no surgery. Neurology consulted for a neurologic examination to address the question of "does she need an MRI?" The patient stated, "I'm in intense pain." And continually demanded intravenous (IV) dilaudid at high doses. The patient was very upset with the care/ pain management and noted having horrible stomach pain. Additionally, the patient had shooting pain down the back of her right lower extremity with some numbness below the knee. It was noted that the history and exam were abbreviated due to the patient not cooperating and screaming for IV dilaudid. X-ray results of the pelvis and lumbar spine revealed no fractures or abnormalities. The physician noted that the patient was sitting in bed in a fair amount of pain in the lower back shooting down the right leg. The patient noted that the right leg pain was new for her, it felt like the right leg has been weaker, and she had fallen a few times now. Following the neurology consult, it was believed that the patient did not need an MRI. The patient was prescribed oral norco; however the patient refused and said it made her itchy. When asked if she would be okay with home percocet, the patient refused stating it would not relieve the pain noting that the only medication that would help her was IV dilaudid. It was explained that based on the type of pain the patient was describing, namely shooting pain down the leg was neuropathic in nature and were not the best medication to treat that specific type of pain. Additionally, IV narcotics could further exacerbate some of the symptoms she described specifically the falls and difficulty initiating a urinary stream which could be caused by the home pain medications as well as potentially make diarrhea worse. Other options to better optimize pain were explained to the patient. The patient was then offered physical therapy, an acute pain consult, neuromodulating pain medication (gabapentin, lyrica), as well as IV toradol, and titrating up of the patient's current home medications. All options were refused. The patient continued to insist that she should get an MRI. The patient stated that since she was not getting an MRI or IV dilaudid, there was no reason to remain inpatient and asked to be discharged and was going to go to another hospital that would provide her with IV dilaudid to relieve the pain. Lab results from the (B)(6) 2016/ inpatient stay: influ a(unable to subtype): negative, influenza a h1n1 "rvpdmb: negative, influenza a h3n1 "rvpdmb: negative, influ a 2009 h1n1: negative, influenza b by pcr - rvpdmb: negative, resp synctial virus a by pcr - rvpdmb: negative, resp synctial virus b by pcr - rvpdmb: negative, parainfluenza 1-rvpdmb: negative, parainfluenza 2-rvpdmb: negative, parainfluenza 3-rvpdmb: negative, rhinovirus- rvpdmb: negative, metapneumovirus-rvpdmb: : negative, adenovirus b/e: negative, white cell count: h 22.2, red cell count: l 3.75, hemoglobin: l 10.6, hematocrit: l 33.1, mcv: 88, mch: 28.3, mchc: 32.0, rdw: 13.7, platelet count: 379, sodium: 136, potassium: 3.5, chloride: 103, bicarbonate: 24, blood urea nitrogen: 10, creatinine: 0.65, egfr-african am: >60, egfr-nonafr am: >60, glucose level: h 128, calcium: 8.6, magnesium: 2.1. On (B)(6) 2016, the patient presented to the emergency room at a different hospital for chronic back pain, weakness, worsening back pain from right gluteal region as well as midline pain, and noted worsening over the last three weeks. The right foot drop with numbness continued. There was increased pain with ambulation, standing, sitting. The patient stated, "I'm here to avoid permanent nerve damage." And was concerned for her leg; she was admitted for pain control on (B)(6) 2016. The patient had lumbar radiculopathy, low back pain, and arm weakness, lower left extremity weakness, left foot drop, and right lower extremity hyperreflexia. The patient was scheduled for an outpatient MRI to be performed (B)(6) 2016. Patient vital signs were temperature: 96 degrees f, pulse: 100, saturation: 96%, blood pressure: 105/65, and noted that the pain intensity was 8/critical high. The patient then was seen at an other hospital for a second opinion. It was noted that there had been no more episodes of fecal incontinence/ diarrhea since the last admission and thought that stools were more formed. No urinary incontinence was noted, but there was some stress incontinence, none unprovoked. There was some chronic abdominal pain that was at baseline. Lab results from the (B)(6) 2016/inpatient stay: white cell count: h 15.6, red cell count: 4.75, hemoglobin: 13.6, hematocrit: 41.2, mcv: 87, mch: 28.6, mchc: 33.0, rdw: 13.6, platelet count: 331, differential type: auto, neutrophils: 75, lymphocytes:20, monocytes: 5, eosinophils: 1, basophils: 0, absolute neutrophils: h11.7, absolute lymphocytes: 3.1, absolute monocytes: 0.8, absolute eosinophils: 0.2, and absolute basophils: 0.0, , sodium l 128, potassium: 4.6, chloride: l 94, bicarbonate: 26, blood urea nitrogen: 9, creatinine: 0.65, egfr-african am: >60, egfr-nonafr am: >60, glucose level: 100, calcium: 9.1. Bedside hcg result - screening: negative. The patient, who was anxious, was seen on (B)(6) 2016 for acute worsening of chronic low back pain and right lower extremity pain and tingling, noting a pain score of 4 - 6. Oral dilaudid was started due to the patient having little response to 20 mg norco. Valium was given the emergency department (ed) and the patient felt it helped somewhat; the cyclobenzaprine was being stopped for valium. The patient was to continue with home tizanidine. A manufacturer representative (rep) was there and confirmed that the implantable neurostimulator (ins) was in MRI mode. It was noted that there was some distortion of the signal along the dorsal aspect of the upper lumbar and lower thoracic spinal canal, related to ins wires in the posterior epidural space. It was noted that the comparison of an MRI from (B)(6) 2014 with another taken on (B)(6) 2016 revealed wire leads extending through the l2-3 interspinous space into the dorsal aspect of the spinal canal with electrodes present more superiorly at the levels from t7-8 through the top of t10. The MRI findings demonstrated extensive degenerative changes in the cervical and lumbar regions and severe facet arthropathy at l4-5 and l5-s1 with associated degenerative intact ring spondylolisthesis at each level and varying degrees of central canal, subarticular and intervertebral foraminal stenosis. There were multi-level degenerative changes most marked at c3-4, c4-5, and c5-6. However, it was determined that no urgent surgery/ no acute care needed. Additionally it was noted that the patient would have little benefit from a steroid injection, but that the patient was to be started on gabapentin as an outpatient and to discontinue valium. They were planning on expediting an MRI to be done today or tomorrow while the patient was hospitalized. It was noted that due to claustrophobia, anesthesia was needed for the MRI. The physician also discussed not largely adjusting the patient's chronic pain regimen, which was managed by the patient's outpatient physician. This was due to the underlying fibromyalgia and as needed oral dilaudid was ordered. The muscle relaxant was switched to valium. The patient reported, as noted in the medical records, prior ineffectiveness and /or adverse effects with both gabapentin and lyrica in the past. Lab results from the (B)(6) 2016/inpatient stay: white cell count: h 14.3, red cell count: 3.88, hemoglobin: 11.3 l, hematocrit: 34.0, mcv: 88, mch: 28.6, mchc: 32.6, rdw: 14.2, platelet count: 337, sodium 130 l, potassium: 3.9, chloride: 99, bicarbonate: 27, blood urea nitrogen: 8, creatinine: 0.64, egfr-african am: >60, egfr-non-afr am: >60, glucose level: 117 h, calcium: 8.6. The patient was seen on (B)(6) 2016 and the patient's history of axial and radicular (primarily left) pain and spinal cord stimulation (scs) system implant was discussed along with the lumbar imaging that showed mobile spondylosthes at both l4-5 and l5-s1, likely accounted for the pain. The patient was against surgery and opted for the scs trial. Over time the pain had continued to be disabling despite scs. A new lumbar MRI showed continued significant degenerative disease at lr-5 and l5-s1 with spondylolisthesis at these levels, facet hypertrophy. The patient has canal and foraminal stenosis at both levels. It was discussed that scs was not likely going to provide any better level of pain relief given the nature of the pain. The patient noted being more willing to discuss surgery at this time and was going to follow up with another physician. The patient was discharged (B)(6) 2016; patient condition at discharge was stable. The health care professional (hcp) reported that the implantable neurostimulator (ins) with electrodes were noted to be unchanged in position since the previous study from (B)(6) 2015 MRI. Prescriptions: (B)(6) 2016 home medications: budusnoide 9 mg/qd, prednisone 40 mg x4 days, cymbalta 60 mg, nature-thyroid 81.25 mg, orphenagum 100 mg ER, nexium 40 mg bid, crestor 10 mg - no longer taking, propanolol 240 mg qam, 120 mg qhs, lunesta 3 mg qhs, trazadone 50 mg qhs, amarex ER 50 mg qhs, nuvigil prn in am, bentyl, ergo 5000iu qd inpatient ordered medications: duloxetine (cymbalta) 60 mg po daily, nexium 40 mg po bid, nature thyroid (dose unknown) po daily, eszopiclone 3 mg po daily, heparin 5,000 uint sub q injection tid, propranolol 120 mg oral capsule, extended release, 240 mg po q 24 hours, propranolol 120 mg oral capsule, extended release, 120 mg po q 24 hours, trazodone 50 mg po daily (hs). Active prn medications: hydromorphone (dilaudid) 8 mg po q4 hours, dicyclomine (bentyl) 20 mg po q4 hours. One time medications ((B)(6) 2016): hydromorphone (dilaudid) 1 mg IV push one time medications ((B)(6) 2016): hydromorphone (dilaudid) 2 mg IV push, sodium chloride 0.9% IV bolus 1,000 ml fluid bolus, influenza virus vaccine 0.5 ml im, piperacillin-tazobactam + sodium chloride 0.9% 100 ml 4.5g ivpb, piperacillin-tazobactam (zosyn) 3.375g ivpb (B)(4) 2016 medications: ordered medications/ active inpatient medication: duloxetine (cymbalta) 60 mg po daily, nexium 40 mg po bid, thyroid desiccated 81.25 po daily, budesonide (budesonide capsule ec) 9 mg po daily, diazepam (valium) 5 mg po tid, enoxaparin 40 mg sub q injection daily, propranolol 120 mg oral capsule, extended release, 240 mg po q 24 hours, propranolol 120 mg oral capsule, extended release, 120 mg po q 24 hours, trazodone 50 mg po daily (hs). Active prn medication: hydromorphone (dilaudid) 4 mg po q 2 hours, tizanidine 4 mg po daily(hs), dicoclymine (bentyl)10 mg po qid, ondansetron (zofran) 4 mg IV push q 4 hours, zolpidem (ambien) 5 mg po daily (hs) one time medications: sodium chloride 0.9% IV bolus 1,000 ml fluid bolus, acetominophen-hydrocodone (norco) 10 mg-325mg oral tablet 2 tab po, diazepam (valium) 5 mg po, diphenhydramine (benadryl) 25 mg IV push, influenza virus vaccine 0.5 ml im, ketorolac (toradol) 30 mg IV push, metoclopramide (reglan) 10 mg IV push, ondansetron (zofran) 4 mg IV push.